Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient's scs ipg was replaced with a non-rechargeable ipg. Stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs programmer does not appear to connect to his scs ipg. The programmer displays "locating ipg" message and does not get past the message. The patient stated it had been some time since he last recharged his ipg. Follow-up identified a sjm met with the patient and communication could not be established between the patient's ipg and external devices. Surgical intervention is planned for a later date to address the issue.